Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent of a patient contacted insulet to report concerns related to the patient¿s use of the pod. Over the past several months, small lumps developed at former pod application sites, although no information was provided regarding the specific anatomical locations. Each lump reportedly became noticeable only several weeks after pod removal. According to the parent, four of these lumps progressed to abscesses that required hospital-based medical treatment, including surgical opening. Culture results from the treated abscesses reportedly did not identify any bacterial growth. Additionally, a new small lump recently appeared at another previous pod site. Limited information was available regarding a clinical diagnosis, symptoms experienced, treatment details, pod wear at the time medical attention was sought, skin appearance upon pod removal, site preparation practices, or pod handling. Medical assistance was confirmed, and the date medical attention was sought was reported as (B)(6) 2026. No changes in blood glucose levels were mentioned. This report covers the third pod associated with the series of events. Insulet reference numbers: (B)(4).